Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
MDR decision updated to not reportable. No additional supplementals required.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) and a consumer regarding a patient receiving intrathecal dilaudid at an unknown concentration and dosage via intrathecal drug delivery pump for non-malignant pain and failed back surgery syndrome. It was reported that the last time the patient had an MRI the pump ¿really pulled so much¿ during the cervical mr scan. A strap and small pad were wrapped around the patient and the small pad was placed over the pump and then strapped down. No problems occurred and the issue was resolved. There were no further complications reported or anticipated.